Event description:
It was observed that during the device evaluation, the subject device exhibited a broken probe error, takes too long to light up and printed circuit board (pcb) with intermittent problem. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: has broken probe error takes too long to light up, printed circuit board (pcb) with intermittent problem. The most probable cause is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.